Event description:
It was reported that during da vinci assisted surgical procedure, the medium-large clip applier stopped working mid case. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that the incident occurred when trying to clamp on a tissue bundle (cystic duct). They attempted to control the jaw movements mid-air without tissue in the jaws, and the jaws remained static. They were using a medium large (green housing) clip, and the clip was not greater than the specified diameter suggested. The surgeon was unsure what application they were on the incident occurred but said "perhaps second". They utilized a new clip applier to continue with the procedure and the procedure was completed robotically and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken input disk. Input disk #7 was found completely broken from the inside of the housing. This causes the jaws to stop working. The instrument was found to have corrosion/contamination on the bearings. Input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring/cage/inner ring/rolling elements/multiple components of the bearing.

Event description:
Refer to h10/h11 for follow-up information.